Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on resection of interpulmonary fissure, the reload was installed normally, when the doctor used it could not be fired normally. The surgeon was able to press the green button and the handle did not squeeze. They replaced the product of other manufacturers to complete the case. There was no patient injury.